Manufacturer narrative:
The endoscopy support specialist (ess) was requested by the user facility to perform a reprocessing in-service on the facility's new 190 series model endoscopes. The ess observed the facility did not have an olympus leak tester (mu-1) or an olympus light source; therefore, the ess was not able to perform training on leak testing and the customer was not able to manually leak test the endoscopes prior to the manual cleaning process. The facility was utilizes a third party automated endoscope reprocessing (aer) machine, evotech. The ess completed the reprocessing in-service; included cleaning, disinfection, and sterilization information that is contained in the olympus manual. The facility was provided with a copy of the ontrack reprocessing in-service forms. Additionally, the ess recommended to the interim director at the facility that they procure an mu-1.

Event description:
During a reprocessing in-service at the user facility, the endoscopy support specialist (ess) became aware of a reprocessing issue as the user facility did not have an olympus leak test machine or light source to perform manual leak testing prior to the manual cleaning process. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03430. No device was returned to the (OEM) original equipment manufacturer (omsc), however, an investigation was completed by the OEM. The OEM performed a device history record review and no abnormalities were noted. The cause of the event cannot be conclusively determined. Based on information, the OEM determined the possible cause of the event was due to the user conducted reprocessing without fully understanding the instructions for reprocessing as stated in the reprocessing manual. The product¿s reprocessing manual provides the following: (1.4 precautions) - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. (5.4 leakage testing of the endoscope)- equipment needed:leakage tester (mb-155).